Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, while closing the vaginal cuff, the device was difficult to load and toggle. A second device was opened; however, it was also difficult to load. It was also mentioned that the devices were difficult to unload. The procedure was completed using the second handle. There was no patient injury.